Event description:
Medtronic navigation was made aware of this event on (B)(6) 2010 via a legal notice from (B)(6). The information provided suggests the possibility of a malfunction, although insufficient information was provided to make a definitive determination. Medtronic navigation is filing in the absence of information to rule-out a malfunction.

Manufacturer narrative:
Medtronic navigation was initially made aware of this event of (B)(6) 2010. Further investigation necessary.